Manufacturer narrative:
No parts were returned for evaluation, therefore the root cause could not be determined.

Event description:
It was reported that the customer received an error code (air valve liftoff failure). There was no patient or user harm reported. Reportedly, the customer refused service for the unit. The event date was not specified, estimate used.